Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.

Event description:
During trouble shooting of a check patient line alarm which occurred on the homechoice (hc) during use. The home patient (hp) stated that there was air throughout the patient line. The baxter technical service representative (tsr) advised the hp to end therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Global product surveillance (ps) contacted home patient's (hp) husband on (B)(6) 2012 regarding the reported problem. The husband stated that he was not at home but therapy was going okay without any alarms. Ps attempted to get more information from the husband but the husband stated that he did not have time to talk and ended the call. There was no patient injury or medical intervention reported. Global product surveillance (ps) contacted the peritoneal dialysis nurse (rn) on (B)(6) 2012. The rn stated that he was contacted and the hp was able to complete therapy. The rn stated that hp was doing fine. There was no patient injury or medical intervention reported.